Event description:
Caller states that the customer allegedly received the following results within 10 minutes: 250 mg/dl on the customer's advantage system; 89 mg/dl, 90 mg/dl, and 91 mg/dl on two professional advantage systems. Caller was unable to provide which of the professional advantage systems gave which result. Information about professional advantage meters was not available at the time of the call. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.